Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with shortness of breath and a heart rate in the thirties. It was discovered the right ventricular lead had dislodged and failed to capture. A chest x-ray further showed the lead was fractured. The physician suspected twiddler's syndrome, so the system was removed and replaced with a leadless pacemaker.